Event description:
It was reported via repair work order that the bed lost motor functions due to a short in the side rail cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.